Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), with additional information received from the nutritionist of psp, concerns a female patient with unknown age and ethnicity. Medical history of the patient included chronic diabetic neuropathy in 2013. Concomitant medications were not provided. The patient received insulin lispro (humalog), via kwikpen, 5 iu before each meal and the patient corrected dose according to glycemia value, and human insulin nph (rdna origin) (humulin n) cartridge, 16 iu each morning and 16 iu each evening, both insulins subcutaneously, for unknown indication for use, beginning on an unspecified date in (B)(6). The patient stored insulin lispro (both sealed and in-use) at room temperature. At the end of 2015 and beginning of 2016, unknown exact time after starting human insulin nph via humapen luxura champagne and insulin lispro therapies, the foot of patient was black; she experienced cracked feet (also reported as foot was peeling) and leaving some pieces; and experienced a wound in the foot. As corrective treatment, the patient received an unspecified antibiotic and unspecified medication like a cream; she went to diabetic clinic, three times (during three or four months), to scrape the foot and to do bandage. It was also provided the patient used an unspecified gel and a band on foot due to wound. On (B)(6) 2016, unknown time after the beginning of human insulin nph and insulin lispro treatment via kwikpen (lot c140283e), the patient woke up in the morning and her glucose was 200 (unknown units and reference range), she had breakfast (coffee with milk and bread with butter) and took the insulin lispro. Then, she had lunch (little portion of rice and mango) and measure the glucose, which was hi (glycemia above 600mg/dl), so she injected the insulin lispro again. According to consumer and nutritionist reporters, the patient received three or four doses of insulin lispro but the glycemia remained as hi until late afternoon. The patient could not eat anything for glucose did not increase more. The event of glycemia above 600 mg/dl was considered as serious by the consumer reporter. It was reported the patient felt unwell, described as weakness, tiredness, tingling in the arm and leg and a strong stomach pain. In this same day, at night, the patient injected the insulin lispro with her mother's pen (unknown body type) and the glucose began to decline. The corrective treatment and the outcome for felt unwell, weakness, tiredness, tingling in the arm and leg and a strong stomach pain was not provided. It was reported the dose knob of seven kwikpen (all of them with lot c140283e) was not easily rotating, did not make the click sound when the units were selected and did not reach the zero. According to consumer reporter, the patient was feeling unwell, as she probably not injected the insulin lispro because the pen jammed and was unsure if the patient was receiving the correct insulin dose because the device display had come out. No corrective treatment was provided for the events and the outcome was unknown. In addition, it was stated the patient handled the pen wrongly, because she turned and pressed the injection button without putting the needle, which created a pressure inside the pen and she also did not prime the pen. Furthermore, it reported that several insulin lispro kwikpen (five pens lot c314161c and one pen lot c282752g) were jammed and did not unlock even changing the needle. On unspecified date, unknown exact time after beginning human insulin nph and insulin lispro treatments, the patient experienced diabetic foot, charcot foot and she fractured right foot. The patient had an open fracture on the right side (she felt the bone when she passed her hand), lost the curve of the foot and it was swollen. The events of diabetic foot, charcot foot and foot fracture were considered serious due to medically significant reasons by company. Information regarding corrective treatment and outcome was not provided. On unspecified date, the foot of patient was peeling again but she did not touch and she was wearing socks. As of (B)(6) 2016, it was provided the patient was better from the events of wound, skin fissures and foot was black. Also, it was provided the patient experienced a lot of pain in the cuticle of toes and sometimes she has injured when she cut the toenail. On unspecified date, the button of humapen luxura champagne jammed, thus the patient did not know if she received the dose ((B)(4) and lot 1305b09). No additional information was provided. Information regarding corrective treatment and outcome was not provided. The insulin lispro and human insulin nph therapies were ongoing. Follow up cannot be obtained as the reporter refused further contact. It was unknown who operated the devices and no information about training was provided. It was unknown how long the patient had used humalog kwikpen model and the reported kwikpen. The patient had used humapen luxura champagne model and the reported one since 2014. The seven humalog kwikpen (lot c140283e) would return to the manufacturer however, the humapen luxura champagne would not return to manufacturer. The reporting nutritionist and reporter consumer did not provide any relatedness opinion regarding human insulin nph and insulin lispro treatment. This case is cross-referenced to (B)(4). Update 10feb2016: additional information received on 05feb2016 from the initial and nutritionist reporters was processed with the initial case. Update 08mar2016: additional information received on 03mar2016 from initial reporter consumer. Added a non-serious event of cracked feet and leaving some pieces. Updated narrative and fields with new information accordingly. Update 13-jun-2016: additional information received on 10-jun-2016 from initial reporting consumer. It was recoded human insulin nph from unknown manufacturer to human insulin nph; added dose, frequency and start date of human insulin nph and insulin lispro; added status of human insulin nph; added chronic diabetic neuropathy as medical history; updated onset date, outcome and as reported of the event of skin fissure; added additional information regarding corrective treatment for skin fissure; added non-serious adverse events of skin discoloration, wound, pain in toe and toe injury; added serious adverse events of diabetic foot, charcot's joint and foot fracture. Correspondent fields and narrative were updated accordingly. Edit 14jul2016: upon internal review added a non-serious event of possible wrong dose (patient was unsure if was receiving the correct insulin dose) and updated the device causality of the events of feeling unwell, weakness, tiredness, tingling in the arm and leg, strong stomach pain from device nhcp to not associated. Updated causality opinion as the events of feeling unwell, weakness, tiredness, tingling in the arm and leg, strong stomach pain were not related to device. Updated narrative and fields with new information accordingly. Update 28nov2017: upon review on 24-nov-2017, it was determined that (B)(4) is a follow-up of this report; therefore, it will be deleted from the database. All information from (B)(4) has been captured in this case. Updated humulin n unknown formulation to cartridge formulation. Added non-serious event of incorrect storage of drug. Updated corresponding fields and narrative accordingly. Update 26dec2017: additional information received on 22nov2017 from initial reporter. Added humapen luxura champagne as suspect device and additional event of drug dose omission. Updated narrative and fields accordingly. Edit 28dec2017: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Edit 28dec2017: removed (B)(4).

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 05jan2018. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 05jan2018. No further follow-up is planned. Evalauation summary: in (B)(6) 2017, a female patient reported that her humapen luxura device was jamming and she was unsure if she received her insulin dose. There was no harm reported due to this complaint. The serious event of increased blood glucose levels was reported to have occurred in early 2016. The device was not returned for investigation (batch 1305b09, manufactured may 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jammed. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient also reported that she uses the pen to apply insulin to herself and to her mother. The core user manual states, "do not share your pen or needles as this may risk transmission of infectious agents." There is evidence of improper use. The patient shares her injection device with another individual. This is not likely relevant to the event of increased blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), with additional information received from the nutritionist of psp, concerns a female patient with unknown age and ethnicity. Medical history of the patient included chronic diabetic neuropathy in 2013. Concomitant medications were not provided. The patient received insulin lispro (humalog), via kwikpen, 5 iu before each meal and the patient corrected dose according to glycemia value, and human insulin nph (rdna origin) (humulin n) cartridge, 16 iu each morning and 16 iu each evening, both insulins subcutaneously, for unknown indication for use, beginning on an unspecified date in (B)(6) 2014. The patient stored insulin lispro (both sealed and in-use) at room temperature. At the end of 2015 and beginning of 2016, unknown exact time after starting human insulin nph via humapen luxura champagne and insulin lispro therapies, the foot of patient was black; she experienced cracked feet (also reported as foot was peeling) and leaving some pieces; and experienced a wound in the foot. As corrective treatment, the patient received an unspecified antibiotic and unspecified medication like a cream; she went to diabetic clinic, three times (during three or four months), to scrape the foot and to do bandage. It was also provided the patient used an unspecified gel and a band on foot due to wound. On (B)(6) 2016, unknown time after the beginning of human insulin nph and insulin lispro treatment via kwikpen (lot c140283e), the patient woke up in the morning and her glucose was 200 (unknown units and reference range), she had breakfast (coffee with milk and bread with butter) and took the insulin lispro. Then, she had lunch (little portion of rice and mango) and measure the glucose, which was hi (glycemia above 600mg/dl), so she injected the insulin lispro again. According to consumer and nutritionist reporters, the patient received three or four doses of insulin lispro but the glycemia remained as hi until late afternoon. The patient could not eat anything for glucose did not increase more. The event of glycemia above 600 mg/dl was considered as serious by the consumer reporter. It was reported the patient felt unwell, described as weakness, tiredness, tingling in the arm and leg and a strong stomach pain. In this same day, at night, the patient injected the insulin lispro with her mother's pen (unknown body type) and the glucose began to decline. The corrective treatment and the outcome for felt unwell, weakness, tiredness, tingling in the arm and leg and a strong stomach pain was not provided. It was reported the dose knob of seven kwikpen (all of them with lot c140283e) was not easily rotating, did not make the click sound when the units were selected and did not reach the zero. According to consumer reporter, the patient was feeling unwell, as she probably not injected the insulin lispro because the pen jammed and was unsure if the patient was receiving the correct insulin dose because the device display had come out. No corrective treatment was provided for the events and the outcome was unknown. In addition, it was stated the patient handled the pen wrongly, because she turned and pressed the injection button without putting the needle, which created a pressure inside the pen and she also did not prime the pen. Furthermore, it reported that several insulin lispro kwikpen (five pens lot c314161c and one pen lot c282752g) were jammed and did not unlock even changing the needle. On unspecified date, unknown exact time after beginning human insulin nph and insulin lispro treatments, the patient experienced diabetic foot, charcot foot and she fractured right foot. The patient had an open fracture on the right side (she felt the bone when she passed her hand), lost the curve of the foot and it was swollen. The events of diabetic foot, charcot foot and foot fracture were considered serious due to medically significant reasons by company. Information regarding corrective treatment and outcome was not provided. On unspecified date, the foot of patient was peeling again but she did not touch and she was wearing socks. As of (B)(6) 2016, it was provided the patient was better from the events of wound, skin fissures and foot was black. Also, it was provided the patient experienced a lot of pain in the cuticle of toes and sometimes she has injured when she cut the toenail. On unspecified date, the button of humapen luxura champagne jammed, thus the patient did not know if she received the dose ((B)(4) and lot 1305b09). No additional information was provided. Information regarding corrective treatment and outcome was not provided. The insulin lispro and human insulin nph therapies were ongoing. Follow up cannot be obtained as the reporter refused further contact. It was unknown who operated the devices and no information about training was provided. It was unknown how long the patient had used humalog kwikpen model and the reported kwikpen. The patient had used humapen luxura champagne model and the reported one since 2014; approximately three years. The seven humalog kwikpen (lot c140283e) would return to the manufacturer however, the humapen luxura champagne, which was manufactured in may2013, was not returned to the manufacturer. The reporting nutritionist and reporter consumer did not provide any relatedness opinion regarding human insulin nph and insulin lispro treatment. This case is cross-referenced to case (B)(4) (same reporter). Update 10feb2016: additional information received on 05feb2016 from the initial and nutritionist reporters was processed with the initial case. Update 08mar2016: additional information received on 03mar2016 from initial reporter consumer. Added a non-serious event of cracked feet and leaving some pieces. Updated narrative and fields with new information accordingly. Update 13-jun-2016: additional information received on 10-jun-2016 from initial reporting consumer. It was recoded human insulin nph from unknown manufacturer to human insulin nph; added dose, frequency and start date of human insulin nph and insulin lispro; added status of human insulin nph; added chronic diabetic neuropathy as medical history; updated onset date, outcome and as reported of the event of skin fissure; added additional information regarding corrective treatment for skin fissure; added non-serious adverse events of skin discoloration, wound, pain in toe and toe injury; added serious adverse events of diabetic foot, charcot's joint and foot fracture. Correspondent fields and narrative were updated accordingly. Edit 14jul2016: upon internal review added a non-serious event of possible wrong dose (patient was unsure if was receiving the correct insulin dose) and updated the device causality of the events of feeling unwell, weakness, tiredness, tingling in the arm and leg, strong stomach pain from device nhcp to not associated. Updated causality opinion as the events of feeling unwell, weakness, tiredness, tingling in the arm and leg, strong stomach pain were not related to device. Updated narrative and fields with new information accordingly. Update 28nov2017: upon review on 24-nov-2017, it was determined that (B)(4) is a follow-up of this report; therefore, it will be deleted from the database. All information from (B)(4) has been captured in this case. Updated humulin n unknown formulation to cartridge formulation. Added non-serious event of incorrect storage of drug. Updated corresponding fields and narrative accordingly. Update 26dec2017: additional information received on 22nov2017 from initial reporter. Added humapen luxura champagne as suspect device and additional event of drug dose omission. Updated narrative and fields accordingly. Edit 28dec2017: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Edit 28dec2017: removed unique device identifier (UDI) of (B)(4). Update 05jan2018: additional information received on 04jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1305b09 of humapen luxura (champagne) device. Corresponding fields and narrative updated accordingly.